Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch catheter and during the operation, an error 106 was displayed on the carto system after the first ablation, then, the force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, visual inspection and screening test of the returned device were performed. Visual analysis revealed reddish material inside the pebax and a separation between electrode and pebax. This finding is MDR reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s078. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax, and a separation between electrode and pebax. The device was connected to the carto 3 system, and it was recognized; however, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section, and proper adhesive application was observed on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the damage on pebax is related to the manufacturing process of the device. The potential cause of the open circuit could not be determined. The damage on the pebax is unrelated to the reported event. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).